Event description:
Carefusion anesthesia stations bio ID malfunctions when a user is witnessing the waste of a narcotic. The primary user logs into waste a narcotic. When a witness logs in using the bio ID and the ID is not recognized, the system does not warn user or show that the bio ID failed. The station goes back to the remove screen and makes the users think the waste was documented but it was not. This has been validated by (B)(6) as an issue (B)(6) case # (B)(4).